Event description:
The customer reported an erroneous troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving unicel dxc 600i synchron access clinical system. The sample produced an initial result of 5.22 ng/ml. A second sample was collected shortly after and produced a result of 0.12 ng/ml. Subsequent analysis of the initial sample recovered a result of 0.09 ng/ml. The erroneous result was released out of the laboratory. The patient was admitted to the intensive care unit (ICU) due to the erroneous result. An amended report was issued to the hospital. There was no significant change in patient treatment. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check which passed within instrument specifications. The fse removed the analytical module for inspection and discovered the incubator belt was missing one tooth. The fse removed and cleaned the wash carousel of dried wash buffer deposits. The fse noted the wash carousel bearings were covered with debris causing rough movement and cleaned the outer surface of the bearings which resulted in a smoother motion. Adjustments were made to the wash arm height alignment and the ultrasonic temperature and voltage was verified. The fse performed the required device diagnostic exercises including an incubator belt exerciser; all testing passed within instrument specifications. The fse also performed a routine system check and a high sensitivity system check; both passed within instrument specifications. The fse performed quality control (qc) and recovered results within the customer's established ranges. The instrument conformed to the manufacturer's published performance specifications. The customer performed all serum and plasma samples on both unicel dxc 600i instruments and all samples were consistently low except for the initial result. There was no evidence of abnormalities in the sample. The customer indicated all samples were drawn by a phlebotomist into becton dickinson (bd) serum separator tubes. The customer noted weekly maintenance was completed on (B)(6) 2012 prior to the sample analysis and system check passed. Quality control had been passing within the customer's established ranges. A definitive cause of the event is unknown.